Event description:
From MDR form from customer: "reopro infusion initiated via infusion pump at 8:27 am. Infusion pump programmed for infusion rate of 10ml/hr. Volume to be infused programmed for 150ml. Rn noticed at 9:25am that the reopro bag was empty; 250ml had infused in 85 min. Pump checked by 3 rn's, verified that infusion rate set at 10ml/hr; the volume to be infused reading was 168ml. Should have been less than 15ml. Verified by 3 rn's that tubing correctly loaded into pump. The pt had no residual effect of the reopro but 'required intervention to prevent permanent impairment/damage' was checked on the reporting form. Awaiting addl. Info from the account.